Manufacturer narrative:
Additional information was requested regarding device details; however, could not be made available as of the date of this report. Should more information be provided, a supplementary report shall be submitted. This report is submitted on april 05, 2018, (B)(4).

Event description:
It was reported that the patient experienced skin overgrowth at the abutment site. Subsequently, the patient underwent revision surgery under a general anaesthetic on (B)(6) 2018. During the procedure, the abutment was removed and skin revision was performed. There are plans to place a magnet on the internal fixture; however yet to occur as of the date of this report.